Manufacturer narrative:
Manufacturer's evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 anchors (from the same lot) implanted as part of his scs system. Device 3 of 3: reference MFR. Report#: 3006705815-2016-00490. Reference MFR. Report#: 3006705815-2016-00491. It was reported the patient has an infection at the lead incision site. As such, the physician planned to clean the site on (B)(6) 2016 in the or. However, when the physician opened the site, it was determined the leads were too infected to remain implanted. As a result, the patient underwent surgical intervention where the leads and anchors were removed. The ipg remained implanted.